Manufacturer narrative:
The component involved in the event is a long thin vertically mounted door frame panel. It is a cosmetic, non-functional component that is attached to the device by several adjustable press-click type fasteners. After readjusting the device door pressure, which the service technician found to be above the specified limit, the panel was reattached by the technician in accordance with the installation instructions. The device is functioning correctly. The problem will be monitored going forward.

Event description:
The vertical door frame trim fell off when the door of the washer shut. An employee was hit in the head, but suffered no injuries.